Event description:
MFR was notified that pt was experiencing problems with glare and was examined by an ophthalmologist. In the course of the examination it was found that the (os) had some corneal striaie posterior synechiaes behind the ac which looked to be in good position. Pt's eye was cataractous, pupil was dilated and held by the posterior synechiaes, the retinal appeared grossly normal. Endo cell count in os was 466, od was 1720. Problems caused by the glare were primarily from cataract. The surgeon decided to perform a corneal transplant and explant the acn-60a iol and replace it with a 7mm pmma iol.